Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain lower ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue"). The patient was treated with surgery (underwent a total hysterectomy on (B)(6) 2017). At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, dysmenorrhoea, menstrual disorder, back pain, abdominal pain lower, dyspareunia, headache, hypersensitivity, mood swings and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed placement & full occlusion of both tubes. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy"), genital haemorrhage ("excessive bleeding") and pelvic adhesions ("lysis of adhesions") in a 34-year-old female patient who had essure (batch no. A73752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy". The patient's past medical history included multiple cesarean sections and wisdom teeth removal. Concurrent conditions included obesity, ulcerative colitis, kidney stones, chest pain, cyst ovary, inflammatory bowel disease and adenomyosis. Concomitant products included ibuprofen, oxycodone and paracetamol (tylenol 8 hour). On (B)(6) 2015, the patient had essure inserted. In february 2015, the patient experienced pelvic pain ("severe pelvic pain / pain"). In april 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced depression ("depression") and weight increased ("weight gain"). On (B)(6) 2016, 1 year after insertion of essure, the patient experienced pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain lower ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - right salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, abdominal pain lower, dyspareunia, headache, hypersensitivity, mood swings, fatigue and pelvic adhesions outcome was unknown, the pelvic pain and female sexual dysfunction had resolved and the depression and weight increased was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings, pelvic adhesions, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Right side - three trailing coils. Medical records: extensive history of ulcerative colitis and five surgical intervention as well as four cesarean sections. When planning for surgery, the physician underlined the fact that during the surgery there may have complications due to adhesions due to her underlying gi problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on 27-may-2015: confirmed placement & full occlusion of both tubes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy"), genital haemorrhage ("excessive bleeding") and pelvic adhesions ("lysis of adhesions") in a 34-year-old female patient who had essure (batch no. A73752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy." The patient's past medical history included multiple cesarean sections and wisdom teeth removal. Concurrent conditions included obesity, ulcerative colitis, kidney stones, chest pain, cyst ovary, inflammatory bowel disease and adenomyosis. Concomitant products included ibuprofen, oxycodone and paracetamol (tylenol 8 hour). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain / pain"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced depression ("depression") and weight increased ("weight gain"). On (B)(6) 2016, 1 year after insertion of essure, the patient experienced pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain lower ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - right salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, abdominal pain lower, dyspareunia, headache, hypersensitivity, mood swings, fatigue and pelvic adhesions outcome was unknown, the pelvic pain and female sexual dysfunction had resolved and the depression and weight increased was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings, pelvic adhesions, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Right side - three trailing coils. Medical records: extensive history of ulcerative colitis and five surgical intervention as well as four cesarean sections. When planning for surgery, the physician underlined the fact that during the surgery there may have complications due to adhesions due to her underlying gi problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed placement & full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "apareunia (inability to have sexual intercourse), depression, lysis of adhesions, weight gain", lot number, reporter, concomittant condition added from pfs and medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.